Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was returned with nine clips remaining. No visual abnormalities were observed. The handles were cycled the pusher bar did not advance. The instrument was disassembled and the ratchet assembly was found to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hepatectomy procedure, while the clip was being fired on the small vessels of the liver,the surgeon was able to squeeze the handle and the jaws were able to close but the clips were not loaded. The vessel was torn off and bleeding occurred but was managed. Another clip applier was used to complete the case. There was no patient harm.